Manufacturer narrative:
By checking the manufacturing chart of the lot#s of the instruments involved, no anomalies were found. This is the first complaint involving these lot#s.we will submit a final report after final investigation.

Event description:
Intra-operative issue happened on the (B)(6) 2019. During a total hip replacement, the trial necks (code# 903810680 lot# 17af024, code# 903810780 lot# 17af00r) rotated around the stem, although they were tightened. The event prolonged the surgery of 15 minutes. Event occurred in (B)(6).